Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2012 and suture was used. The needle pulled off of the suture. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00636. The same patient is represented in each medwatch.